Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, post paced t wave oversensing was noted on the stored electrogram. The device was post paced t wave oversensing on the ventricular channel. Programming changes were discussed. Further information requested but not yet available.